Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03453. It was reported the permanent procedure was aborted due to an alleged spine fracture. The scs ipg and scs lead packaging was opened; however, the devices were not implanted. Diagnostics showed there was no spine fracture. Subsequently, the patient underwent the permanent procedure at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.